Manufacturer narrative:
Evaluation summary: fourteen samples of device were received for evaluation and the reported event on occlusion was confirmed. A visual inspection was performed, and it was observed the inflation line tubing was collapsed inside the lumen of the tube. An inflation/deflation test was performed on each sample using a syringe and thirteen samples could be inflated and deflated without any restriction, although one sample of the ones received outside its pouch was observed inflation was difficult and deflation was hard. The reported customer event was a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had unusual time of inflation when air was injected and when deflation was attempted from the cuff, it also took so long. There was no patient involvement.